Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process with multiple cartridges. The customer experienced a high blood glucose (bg) above 600 mg/dl. Customer gave a manual injection to address bg level. Reportedly, the customer was not removing air from the cartridges and filling the cartridge from the bottom during the load sequence process. Tandem technical support educated customer on proper the load techniques. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
Per tandem user guide, ¿the illustration identifies the connector and insulin fill port used in the cartridge filling process.¿ per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.